Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while the da vinci system was starting error 32056 was repeatedly occurring on the universal surgical manipulator 2 (usm2). The reported error persisted after the customer performed a power cycle. The technical service engineer (tse) confirmed repeated error 32056 reported by the usm2_aca. The customer may use another da vinci system, since all four arms are needed for the surgical procedure. There was no reported injury. Intuitive followed up and obtained additional information. There was no patient involvement. This happened when setting up the case during the test phase . The case was moved to another room and was completed as planned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system in normal mode where it triggered error 23008 on axis 1. Unit was also tested on a patient fixture test platform (pftp) where it failed sensors check on degree-of-freedom (dof) 2. No signs of damage during visual inspection. The yaw flat flex cable (ffc) was found to be the root cause of the reported event.